Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had received button error. The customer¿s blood glucose level was 100 mg/dl. The customer reported that they had button error. It was reported that the customer stated pump was beeping. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or hardware low level failures alarms in the formatted history noted during testing. Also, all buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. However, no motor movement alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. Moisture damage on the electronic assembly and force sensor also noted during visual inspection.